Event description:
As reported by our edwards lifesciences affiliate in germany, during implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, after valve deployment with nominal volume, the balloon burst coaxial. The valve was fully expanded. There was no withdrawal difficulty removing the commander delivery system. The esheath was left in the patient. There was no injury reported. As per medical opinion, the root cause of the balloon burst was the calcification.

Manufacturer narrative:
This report is 1 of 2 being submitted for this complaint. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, revealing that the balloon had radially and longitudinally burst with no apparent balloon material missing. Due to the nature of the complaint, no applicable functional testing was able to be performed. Dimensional testing was performed and revealed that all measurements taken of the balloon single wall thickness met the specification per the drawing. Imagery was provided and revealed there was presence of calcification at the sinotubular junction, sov, annulus and lvot. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as the provided imagery indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.